Manufacturer narrative:
The device was investigated by a maquet technician who performed a full diagnostic check. No error could be detected. Thus failure could not be confirmed. It should be noted that during the reported incident, control on the device was re-established and the device continued to be used, (on the patient without further incident) until patient required no more support eight days later. No manufacturing issue was identified. The risk associated with the reported incident is captured in the risk analysis document. This complaint will be closed as no further actions are possible at this time. This is the final report for this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR report# 8010762-2014-01389 and importer # (B)(6).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician will investigate this event. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).